Event description:
Spontaneous call. Sq remodulin ms3 pump (dose: 45ng/kg/min) patient's mother on back line reporting one pump malfunctioning. Mother reports that they had an issue when switching cassette and remodulin leaked into pump. Mother reports leaking cartridges occur all of the time, issue previously reported. This cassette has leaked remodulin into the malfunctioning pump. Pt currently infusing. Lot 220908 cassette that leaked. Mother reports some from this lot are fine and some are not. Mother apprehensive to switch cassettes at this time as they do not have a spare back up functioning pump. Mother reports pt still has about 1 ml left in pump, infusing with no issues at this time. Mother also reaching out to local hospital for spare pump. No interruption in therapy, no adverse events reported. Mother advised to call back if any issues. Pump couriered for same day. Cnss notified. Md notified. Pump return tracking information is not available. Photographs were not provided. This a continuous infusion. Set flow rate and volume delivered are unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Unknown. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Yes, and they were able to continue infusion. Infusion is life sustaining. What is the outcome of the event? Ongoing trouble shooting was not performed as pump with medication leaked must be replaced. Reported to (B)(6) by: patient/caregiver.